Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial medwatch report additional information was received: the access site was a mildly calcified common femoral artery. A 6f sheath was used just prior to device insertion.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Six sterile representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of a femoral artery was attempted using a perclose proglide device. Reportedly, the device failed during deployment. It was believed that an anterior needle-to-cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.